Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for unrelated reasons. At the hospital, interrogation revealed the patient¿s right ventricular lead exhibited a complete loss of capture. The next day the patient underwent a generator replacement due to the generator having reached its normal replacement interval and during the procedure the patient¿s right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.